Event description:
During a tf tavr procedure, a left ventricular perforation occured post deployment of a 23mm sapien valve, paravalvular leak was noted and the valve was post dilated. This corrected the problem and the delivery system and wire were removed without issue. During site closure, there was more blood than usual coming from the pericardial space. Protamine was given, and a tee showed an expanding pericardial hematoma and a well functioning valve. A thoracotomy was performed and after a fair amount of hematoma was evacuated, a small perforation at the left ventricular (lv) apex was noted. This was repaired with simple pledgeted sutures resulting in a good hemostatic effect. The patient remained hemodynamically stable. After extubation, she became hypercarbic and hypertensive, but improved on bipap. The patient¿s worsening respiratory status required reintubation caused by hypotension despite no sedation. The patient¿s condition eventually deteriorated to asystolic cardiac arrest and a code was called. Her daughter was by bedside with directions to stop code. A search by our inpatient registry found that the patient expired one day post procedure, but it is considered unrelated to the device. No additional information was available regarding the patient.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over (B)(6). This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, there was no indication of the exact cause of the ¿small lv perforation.¿ it is possible that the procedure itself, in addition to patient factors (age and gender) could have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.